Event description:
It was reported, that during treatment the device allegedly, failed to deploy. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: he lot history record of this lot was reviewed, with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the returned delivery system was found with loaded stent and with activated wheel, but with loose joint slide block/ diving sheath. Which confirmed, that a deployment was impossible. The returned delivery system was found with loaded stent and with activated wheel, but with loose joint slide block/ diving sheath. Which confirmed, that a deployment was impossible. Potential factors that could have led or contributed to the event reported have been evaluated. Therefore, previous investigations of similar complaints were reviewed. In this case a force transmitting joint was confirmed being loose. Which caused the reported impossibility to deploy the stent. Based on evaluation of the stent delivery system returned, no indication for a manufacturing deficiency could be found. Based upon the available information a definitive root cause could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'if excessive force is felt, during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. H10: d4(expiry date:11/2022). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned delivery system was found with loaded stent and with activated wheel but with loose joint slide block/ diving sheath which confirmed that a deployment was impossible. In this case a force transmitting joint was confirmed being loose, which caused the reported impossibility to deploy the stent. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use states: "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." H10: d4(expiry date:11/2022), g3 h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment the device allegedly failed to deploy. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that during a procedure, the device allegedly failed to deploy. There was no reported patient injury.